Event description:
Additional information revealed the ipg was replaced on (B)(6) 2018. Therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg became inoperable. As a result, surgery is pending.

Event description:
Additional information received indicated the patient stated her ipg was no longer operational in (B)(6) 2015. Patient further stated she was hospitalized (due to unrelated health issues) for over a month beginning in (B)(6) 2016 and was unable to charge the device during that time. Reportedly, since having the ipg explatned and replaced, the patient is receiving effective therapy.